Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 10/19/2004, the pt contacted lifescan alleging that his one touch ultra meter would not power on. The senior medical affairs specialist spoke with the pt on 10/20/2004. The pt reported that he last tested on two days earlier at 5 pm. He was unable to recall the result; however, he mentioned that the result was "normal". Prior to bedtime, he attempted to test and the meter would not power on. He took his usual 24 units lantus and went to bed. He takes 75/25 based on a sliding scale throughout the day and 5 units of n at lunch and supper. While trying to sleep, he started feeling sweaty and shaky. He decided to contact his physician, who advised him to drink juice and go to the ER if his symptoms became worse. The pt reported that he felt better soon thereafter. The following day, the pt borrowed his friend's meter and went to the hosp for prescheduled lab work. The pt was unable to provide results from the borrowed meter or the lab. The customer service rep verified that the pt was using the correct type of test strips, the battery was correctly installed, replaced the battery less than 1 yr algo, and the battery contacts were in good condition. The pt reported that he had attempted to resolve the issue by replacing the battery on the same day. The pt did not allege harm. There is no info to suggest that the pt experienced injury due to the meter. He claimed that his blood glucose levels normally dropped very quickly and the meter did not attribute to his symptoms. However, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The pt was sent a meter and complimentary test strips.